Event description:
It was reported that the customer experienced high blood glucose of 578mg/dl and delivered a bolus, but the glucose level went up to 590mg/dl. The customer changed the infusion set and delivered a bolus, her glucose level dropped to 558mg/dl. The customer disconnected from the device and programmed a bolus of 5.0 units, but no insulin was visible at the top of the infusion set. Unable to perform the high pressure and displacement test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was programmed with multiple boluses with water infusion set; the water did exit the infusion set. No delivery anomaly noted. However, the insulin pump was received with cracked display window corner, cracked lcd window, cracked reservoir tube lip and missing the end cap sticker.